Event description:
Additional information from the patient noted that steps taken to resolve the issue: increase in program intensity at present program # 3, intensity # 3. Addition of 2 colace at bedtime. Regarding if the bowel not emptying out/seepage had been resolved, it was noted: no. The patient was disappointed with the performance of the implant for bowel control. It had not worked for the patient like they were led to believe. Their doctor was not interested in any follow up advice or treatment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reports the implant helps with bowel frequency but that she doesn't empty out and so there was continual seepage. She had prolapse. Caller noted implant was off. Patient services reviewed turning implant on. Event date was (B)(6) 2015. Additional information received by the patient reports a therapy issues . The manufacturer representative was notified of the problems the patient was having in (B)(6) 2015. The patient will go days without a bowel movement. She continues to have seepage. The patient takes colace orally often to help her have a bowel movement. She cannot see the controller to make adjustments. She was not electronically savvy. The patient had made adjustments with the patient programmer and the representative had reprogrammed the device. She mentioned that she has a recall prolapse. The patient said the device has never helped her like she thought it had. She eats healthy foods. The patient tried to use the programmer and saw poor communication. She did not have the antenna over the ins (stimulator). The caller repositioned the antenna and confirmed that the cord was plugged in all the way. The patient described seeing the change battery screen on the programmer (warning screen). Changing the batteries resolved the programmer issue. The caller confirmed the stimulator was on and on program 3 was active at 2.6. The patient increased to 3.0 and she was feeling stimulation. The patient feels like the stimulator in the body has moved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.